Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon reports that the nurse was asked to fire the gun, which went well. Upon opening the gun, the nurse was asked to unwind the gun and upon removal the anvil separated from the gun and floated up the colon. This resulted in a colotomy to extract the anvil and then an ileostomy to defunction the patient. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. The nurse has reported to the rep that she unwound the gun more than 2 full turns when opening it post-firing. This is conflicting with the surgeon's report.

Manufacturer narrative:
(B)(4).